Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via merlin.net transmission that the device longevity calculations did not correlate to the battery's actual voltage. Upon review, the longevity was 2.7 - 3.2 years on (B)(6) 2016, and on (B)(6) 2017, the device had reached eri. The issues were due to the battery longevity estimates displayed on the programmer, which were indicating a longer than actually battery voltage due to battery fluctuations during midlife. There were no adverse consequences to the patient.